Manufacturer narrative:
(B)(6). (B)(4). Final analysis found insulation degradation at 4.6 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.